Event description:
The report rec'd indicated that the physician was unable to achieve deflation of the balloon in any known manner and the expanded balloon had to be removed from the coronary artery by the operator. However, there were no complications to the pt.

Manufacturer narrative:
The prod is available for eval; however, as of to date it has not been returned. Add'l info will be submitted within 30 days upon receipt.